Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown product performance issue. Additional information obtained from the field which indicated that the right atrial (ra) lead exhibited noise at follow up and was supposed to be extracted. During extraction, the physician cut through the lead by the proximal end of the superior vena cava (svc) coil on the right ventricular (rv) lead. In order to get superior vena cava (svc) access, the physician we removed the right ventricular (rv) lead and made a more lateral approach for vascular access. No additional adverse patient effects were reported.